Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_prog, product type: programmer. Physician product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that during a pump replacement procedure due to normal battery depletion, the old drug was utilized in the new pump. It was noted that they were unable to do a back table prime, and the catheter was unable to be aspirated. The caller not see the catheter aspiration attempt so he did not know if it was "pulled too hard or not", but the patient was receiving good therapy pre-implant so they were not concerned about it. Five days later, it was reported that the patient was doing well. The patient's pump was intended to infuse morphine. Additional information was requested to determine the cause of the device issues.